Event description:
The customer reported that at the end of a laparoscopy procedure while dressing the patient's wound, the scrub nurse noticed a burn mark on the patient's abdomen. An unknown wolf monopolar handpiece connected to a forcetriad generator were used during the procedure.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained a follow-up report will be submitted.